Event description:
It was found in the service evaluation that the pump's keypad had a delayed response. There was no pt involvement since the failure was found during evaluation.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. Upon evaluation it was found that the keypad had a delayed response of about 3 seconds. As a result, the processor pcb/shielding was replaced.